Event description:
The physician noticed that the pt was set up about 11cm inferior from the planned area; after review, it was determined that this was the way the pt had been treated for the last 14 treatments.

Manufacturer narrative:
Info provided by the local field service engineer, discussion with the local field service engineer, and info provided by the site physicist were used for this investigation. The local field service engineer learned of an alleged pt misadministration while on-site for machine maintenance. The medical center staff declined to provide pt specific details regarding this event. A phone message from the site physicist stated that the error was caused by the users. The incorrect set-up location was used and the issue was not detected by the users or imaging. The site physicist states that no critical structures were overdosed, and that the missing dose to the superior part of the target volume will be corrected. The site plans to increase the use of imaging and cbct to avoid this type of error in the future. This issue was found to be user error and no malfunction of the varian equipment has been alleged by the customer or found by inspection. The facility has declined to provide further info. No further info is expected to be received by varian. It is unk if serious injury has occurred; therefore, varian is filing this MDR. If add'l info is received, a supplemental MDR will be submitted. ((B)(4)).